Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that fluid leaked from the maxzero cap. A full line change and maxzero cap were done. There was no patient harm.

Event description:
The customer reported that fluid leaked from the maxzero cap. A full line change and maxzero cap were done. There was no patient harm.

Event description:
The customer reported that fluid leaked from the maxzero cap. A full line change and maxzero cap were done. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a leak at the maxzero was confirmed. Functional pressure testing was able to confirm a leak on the maxzero. Closer inspection of the maxzero under magnification showed a microchannel on the interior maxzero walls that allowed fluid to leak. The cause of the leak is a microchannel found in the maxzero. The root cause of the microchannel which creates a fluid path is a manufacturing issue.

Event description:
The customer reported that fluid leaked from the maxzero cap while the patient was in the nicu. A full line change and maxzero cap were done. There was no patient harm. This occurred in the neonatal intensive care unit.

Manufacturer narrative:
This occurred in the neonatal intensive care unit.